Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was unable to communicate with glucose sensor simulator, problem isolated to connector board. Unable to verify unexpected suspend due to no communication with sensor.

Event description:
The customer's mother reported via phone call that the insulin pump had issues with sensor configuration. Blood glucose level at the time of the incident was 268 mg/dl. Auto mode feature was not active and automatically adjusting insulin delivery at the time of the event. Customer's mother stated the device was suspending when they go low and lasted longer than 2 hours. The alarm was triggered when blood glucose was above suspend setting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.